Manufacturer narrative:
Results: the ruby coil was kinked approximately 5.0 cm from its proximal end and bent along its length. The embolization coil was intact with the pusher. Conclusions: evaluation of the returned ruby coil revealed it was able to be advanced and retracted through a demonstration catheter without issue. Initially, the device was unable to move in its sheath. This was likely due to contrast hardening and causing the polymer section of the pusher assembly to become stuck to the inside of the introducer sheath. This is likely not the cause of the difficulty advancing experienced during the procedure. During functional analysis, the device was able to be advanced through its sheath and a demonstration catheter without issue. Therefore, the root cause of the difficulty advancing could not be determined. Further evaluation revealed bends and a kink on the pusher assembly. This damage was likely incidental and may have been a result of the returned packaging condition. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleeding (gi bleed) using ruby coils. During the procedure, while attempting to load a ruby coil into a non-penumbra microcatheter, the physician experienced resistance in the proximal part of the microcatheter; therefore, the ruby coil was removed. It was also reported that resistance was encountered when removing the ruby coil. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.